Manufacturer narrative:
Complaint confirmed. See the attached vendor evaluation for further details.

Event description:
On 12/16/2021 it was reported by a sales representative via sems that the ar-6480 dw arthroscopy pump has been non responsive to adjustments in the cannula suction outflow setting. Regardless of the setting it appears to be constantly running at high level, creating an excessive use of fluids and a rough environment within the joint. Additional information requested. Additional information provided: no extravasation occurred and the case was completed with excessive saline usage with no adverse effect to the patient.